Event description:
The patient reported experiencing elevated blood glucose of 500 mg/dl, and her normal range is around 100-150 mg/dl. The patient was able to perform a 4 unit bolus to reduce her blood glucose level. The patient did not report any symptoms with her elevated blood glucose. At the time of this call, her blood glucose was at 130 mg/dl. The patient also changed out all of the infusion device components and infusion set and the system operated as intended. No medical treatment was necessary. The product will not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.